Event description:
It was reported that during a returned order service an primary audible alarm occurred. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D10. Device available for evaluation, h3. Device evaluated by manufacturer and h6. Health effect, evaluation codes: updated. Device evaluation: one device was received. The visual inspection noted the tamper seal was removed from the bottom case and plunger assembly. The device was also missing its rubber feet and had a cracked battery door. During the functional testing, a "check syringe plunger sensor" error was found at power up. The root cause was found to be that the flippers are intermittently stuck when the lever was pressed and released. The most probably cause for the flippers being stuck is due to incorrect assembly by the customer as the tamper seal from the plunger assembly was removed. The plunger assembly was replaced. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.